Event description:
It was reported to philips that the system failed to produce x-rays. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has investigated this complaint. According to the additional information collected, the issue occurred at the beginning of the procedure. The procedure got delayed and completed by restarting the system. The philips field service engineer (fse) inspected the system and confirmed that the system was unable to produce x-rays. A review of the system logfiles found no x-rays possible error. Upon troubleshooting actions, fse identified a lack of transverse movement in the table and recommended that the customer reset the geometry and restart the system. Following the restart, the table movement was restored, but x-ray production remained unavailable initially due to the footswitch pedal being tapped. After a few minutes, the generator activated, allowing the system to successfully produce x-rays. Subsequently, the system was returned to use in good working order.